Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with d-dimer was not replicated with in-house retain testing of triage sob lot: t16075n with an in-house calibrator. No issues with d-dimer recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Lot: t16075. Customer reported conflicting results on triage d-dimer test on one patient. No further patient information was provided.